Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached. Block h10 investigation results: one captivator snare was received for analysis. Visual and microscope analysis of the returned device found no device problems. The 2 in 1 connector was inspected and no damage was found. No other device problems were noted. The reported event of "cautery pin detached" could not be confirmed since the 2 in 1 connector was attached. The product record review confirmed that this was not a new failure type, and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual and microscope test. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is no problem detected. This code was selected since the reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that a 25mm captivator ii round stiff snare was used during a procedure performed on december 8, 2022. During the procedure, the pin came off. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 25mm captivator ii round stiff snare was used during a procedure performed on (B)(6) 2022. During the procedure, the pin came off. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).